Event description:
Overdelivery reported. The pump was sent to customer biomedical engineering dept from a nursing unit stating that the "pump was not working properly." Biomedical engineering tested the pump and found it to deliver 1.1ml over specification. There was no report of any pt adverse event while the pump was in clinical use.